Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-5 patient ethnicity: american. Section a-6 patient race: caucasian. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The doctor noticed indentations on the optic of the pre-loaded drn00v model intraocular lens (iol). The surgery was completed in the same procedure and there was no patient injury. It was stated damaged product received. No further information is available.